Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced a near syncopal episode. The patient fell backwards, fractured their cervical vertebrae and was hospitalized. The physician stated the heart rate was down to twenty beats per minute. Technical services reviewed and observed slight atrial channel oversensing of ventricular signals resulting in inappropriate atrial tachy response episodes. The right ventricular (rv) thresholds were noted to have been high. Both the rv and right atrial outputs were reprogrammed. Additional information is being requested from the field. The device remains in service. No additional adverse patient effects were reported.